Manufacturer narrative:
Concomitant product(s): model: 3058, interstim urinary mgu ipg; implanted: (B)(6)2013, model: 3889-28, interstim urinary mgu lead; implanted: (B)(6) 2013, a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and due to the presence of an implantable cardioverter defibrillator (ICD) a remote monitor transmission was sent by the allied health professional (ahp) at the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing on stored egm's. During the follow-up process it was discovered the patient is deceased and died of unrelated causes. The status of the lead is unknown.